Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that a 078 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the black box and alarm history showed multiple cs 078 call service alarms. The pump powered on with auditory and vibration alerts. The pump¿s rewind and load steps were performed correctly but the pump was unable to the hold prime upon the first prime attempt. The pump¿s force sensor calibration reading was below specification. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and moisture damage due. The pump¿s cover was removed and there was evidence of moisture corrosion on the force sensor plate and on the motor flex connector. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).